Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine in-clinic follow up, myopotential oversensing was noted on the device. The patient was not reported to be symptomatic. The signal was easily reproduced with deep breathing and coughing. Programming changes were made. The patient was stable.